Manufacturer narrative:
D6a: implant date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had the interstim implanted in 2007. They reported they were electrocuted due to going through a metal detector at the library around 2010. They reported the electrical charge continued after this incident and kept sending shocks. The new shocks were stronger and more intense than the original normal electrical impulses at a high level. The battery was removed.